Event description:
It was reported that when the patient attempted to adjust stimulation a ¿call your doctor¿ message and elective replacement indicator were displayed. It was noted that stimulation could not be adjusted. It was further stated the stimulator stopped working and the patient no longer felt stimulation on the date of this report. The patient¿s pain was coming back ¿quickly.¿ the patient thought they were implanted with a battery that had a seven year life. It was noted that there was a loss of therapeutic effect. It was further reported that an end of service, end of life message was displayed. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).